Manufacturer narrative:
(B)(4). The device was not returned for evaluation however films were supplied for review which found: cervical/thoracic hybrid c6 to t3 noted on lateral view. Lateral mass screws appear to be engaged appropriately and upper cervical spine is not visualized well enough to verify pull out. Anterior acdf is noted from c5 to c7 in good position.

Event description:
It was reported that the patient underwent a posterior cervical fusion with lateral mass screws from c3-c6 and pedicle screws at t1-t3. During a post-op visit the patient complained of pain and x-rays showed screw pull out at c3-6. The patient underwent a revision surgery in which the hardware at c3-6 was removed and the patient was reinstrumented at c4-c7. No additional patient complications were reported.